Event description:
It was reported that the device had a auto test error. There is no information provided by the initial reporter that indicated patient involvement.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported customer issue was verified and duplicated in the lab. The root cause was identified to be the file system performance with firmware.